Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 150 mg/dl. After troubleshooting with tandem technical support, it was recommended that the customer change the cartridge and tubing as the insulin was not dripping from tubing as expected.